Manufacturer narrative:
Device eval not possible, device lost in international transit.

Event description:
It was reported that the fowler cylinders did not function to specification. No adverse consequence alleged.